Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the above, it was not possible to determine the exact cause of this event. The most likely cause can be related to the activation of the hydrophilic coating during preparation. According to the package insert, both the sheath and the dialitor tip must be activated in order to enhance trackability in the iliac arteries and thoracic aorta. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. (B)(4). Similar to device under 510(k) p070016 (B)(4). Summary of investigational findings: based on the above, it was not possible to determine the exact cause of this event. The most likely cause can be related to the activation of the hydrophilic coating during preparation. According to the package insert, both the sheath and the dialitor tip must be activated in order to enhance trackability in the iliac arteries and thoracic aorta. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair. The patient's abdominal aorta had been replaced with artificial vessel and the anastomosis site in the common iliac artery was slightly stenosed. The physician attempted to advance the delivery system from the right femoral, but the delivery system would not pass the anastomosis site in the common iliac artery which was measured as 9mm by ivus previously. The physician managed to pass gore's 24fr dryseal sheath through the anastomosis site and placed gore's c-tag(40mm x 200mm) instead and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.